Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered two episodes of therapy, each consisting of three bursts of anti-tachycardia pacing and a 41 joule shock for what appeared to be an atrial-driven arrhythmia. The shock was successful in converting the rhythm on both occasions. Technical services discussed that the device was functioning as programmed. The ICD remains in service.

Manufacturer narrative:
Refer to section b.5. For additional event description.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered two episodes of therapy, each consisting of three bursts of anti-tachycardia pacing (atp) and a 41 joule shock for what appeared to be an atrial-driven arrhythmia. The shock was successful in converting the rhythm on both occasions. Technical services discussed that the device was functioning as programmed. The ICD remains in service. It was additionally reported that the patient experienced supraventricular tachycardia with fast 1:1 conduction for which the ICD delivered additional atp and shocks. Technical services discussed programming options to avoid inappropriate therapy in the future. The s-ICD remains in service.